Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the top of the yaw pulley by the grip base. Energy delivered and the electrical continuity test passed. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that after a da vinci-assisted gastrectomy surgical procedure, the maryland bipolar forceps had burnt insulation. The customer used the same instrument to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The internal wire was not exposed. No arcing was confirmed since the issue was found after the procedure. Bipolar energy was being activated when the event occurred. The instrument tips did not collide with any other instruments or tool during the procedure. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No photographic images of the device(s) or a video recording of the procedure available for isi review.